Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened to the original call recording. The patient stated that the alleged inaccuracy issue began at an unspecified time on (B)(6) 2015, when she obtained readings of ¿159, 257 and 339 mg/dl¿ using the subject device preformed greater than 20 minutes apart. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and reportedly increased her dose of rapid acting insulin (actual dose unknown) on an unspecified date before thanksgiving. It is unknown if the patient experienced any symptoms in response to this alleged issue. The patient stated she attended the emergency room (ER) on an unspecified date prior to thanksgiving, and received hcp treatment of saline and 20 unit¿s rapid acting insulin. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and the results were taken from an approve sample site. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. Although the treatment received was months prior to the alleged inaccuracy. The treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately and may have pre dated this incident; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.